Event description:
The customer reported that during the reprocessing of his evis exera ii ultrasound gastrovideoscope it was found that the transducer coating was broken. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The acoustic lens had been scratched deeply enough to reach the glue-layer. Additionally, the protector, cover, grip, switch, distal end, and connectors all had scratching present. The adhesive on the distal end had detached. The universal cord was deformed. The angle wire had experienced wear, causing the bending angle to fall out of specification. The nozzle was also found clogged causing the water removability to fall below specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the broken transducer coating likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received for e1, e2, e3 and g2.